Event description:
Dome of rt hearing aid became dislodged in ear canal. Veteran was able to have it retrieved without injury/ insult. Pt noted that he has sensitive ears and tends to pull frequently at ear to readjust for comfort. Follow up to audiologist was planned.